Event description:
The information of patient is unknown. During the coil position procedure three ev3 coils had been positioned successfully. The fourth coil (micrus sph 100250-30/c20648) could not shape stably. The positioned coil was pulled out when surgeon adjusted. The surgeon had to remove the coil and changed the ev3 coil to complete the procedure. There was no report on patient injury, and the device is not available for analysis. The issue was bit that the coil was too large for the aneurysm, and after the event, the coil remained attached to the delivery system. No additional information was available.

Manufacturer narrative:
The information of patient is unknown. During the coil position procedure three ev3 coils had been positioned successfully. The fourth coil (micrus sph 100250-30/c20648) could not shape stably. The positioned coil was pulled out when surgeon adjusted. The surgeon had to remove the coil and changed the ev3 coil to complete the procedure. There was no report on patient injury, and the device is available for analysis. The issue was bit that the coil was too large for the aneurysm, and after the event, the coil remained attached to the delivery system. No additional information was available. The correctly shaped coil was returned undamaged and no manufacturing defects were found, therefore the root cause of the coil unable to be positioned inside the aneurysm cannot be determined. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was not confirmed, since the analysis found that the coil was the correct shape. The reported event may have been related to procedural factors. Additionally, review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The micrusphere (sph100250-30, lot c20648) will not be returned, therefore the root cause of the coil not able to be shaped inside the aneurysm cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was not received for analysis, and without the product, the reported events could not be confirmed. Review of the lots revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. Therefore, no corrective actions will be taken at this time. (B)(4).

Manufacturer narrative:
The device was received for analysis.